Event description:
An emt called about his facility's contour meter. He stated that a pt's glucose was tested and the contour read 77 mg/dl. The pt was taken to the hospital where his/her blood glucose was tested at 22 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No other info was provided about the event. During a f/u call, another emt stated that testing the pt's blood glucose was routine practice even if the pt was not a known diabetic. He did not know if the pt in question had been exhibiting symptoms of low glucose. He also stated that due to hippa laws, he could not disclose what type of treatment the pt received. Control solution was sent for further troubleshooting. No product will be returned at this time.